Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest; (age & gender unknown) the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.